Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (can connection status/service code 204) has been confirmed. Upon eval, the trunk cable was found to be intermittent at the connector. The root cause for the intermittent connection cannot be positively identified but was likely the result of excessive force to the connector. No adverse event resulted from the defective cable. The pt received a replacement electrode belt.

Event description:
Review of the download data of a (B)(6) old male indicated several can comm timeouts and service code 204 flags. Zoll customer support contacted to pt and issued him a replacement electrode belt.